Event description:
Customer reported that on (B)(6) 2013, (B)(6) male with a known history of heart disease, was evaluated for chest pain at 3:00 am. The electrocardiogram (EKG) showed "chest pain". At 6:37 am, the triage troponin I (ini) results was <0.05 on whole blood (wb). At 8:30 am, a second sample was tested on wb with a result of <0.05. The second sample was sent to another lab for testing. That result was 0.22 with a cut off of 0.03. The pt was treated with anti-platelet medication. The pt's final diagnosis and outcome is not known; however, there was no reported adverse pt sequela. Though requested, there was no add'l info provided.

Manufacturer narrative:
The device or sample was not returned for evaluation. There were no device issues or error codes observed. Tested cal I (n=32), all results were within 2sd with a tni cv of 13.7% and percent recovery of 91.1%. Tested cal h (n = 32), all results were within 2sd with a tni cv of 10.7% and percent recovery of 102.3%. There were no discrepant low results observed during in-house testing of complaint lot w53474. The testing met final release specifications. Sample interference cannot be ruled out. There is no corrective action at this time, as no product deficiency was not established.